Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af), a faradrive steerable sheath (clear) ous was selected for use. However, after inserting the sheath, air has continuously been aspirated out of the sheath. Therefore, the physician decided to replace the sheath and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.